Manufacturer narrative:
A system displaying warning message ¿replace generator soon¿ warning message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was receiving the replace generator soon message for their ipg. Surgical intervention may take place at a later date to rectify the patient issue.